Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was evaluated on site by a baxter qualified technician. During evaluation, it was observed that the silicone connector and valve membrane were worn out. The component was replaced with a new one and the machine was returned back in service without any other problem. The silica gel joint in the inlet valve (inva) was aging, cracked and leaked, and other silica gel joints were observed to have a little crack mark. The cause could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a water leak was observed on a ak 96 machine during setup. There was no patient involvement. No additional information is available.